Manufacturer narrative:
Additional device product code: hrs. Initial reporter is synthes sales representative. (B)(4). The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Review - lois 11/08/2018device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent elbow implantation of one (1) 2.7mm/3.5mm variable angle (va) locking compression plate (lcp) distal humerus dorsolateral plate (4 holes, right side), one (1) 2.7mm/3.5mm va-lcp distal humerus medial plate (4 holes, right side), seven (7) 2.7mm va locking screws, 3.5mm cortical screws, 3.5mm locking screws, and 4.0mm cancellous screws with washer. The patient was allowed movement (simple flex and extension) of the elbow, post-operatively, but was not allowed any weight bearing activity. Seven days after the operation, x-ray showed that the distal va locking screws backed out of the va lcp distal humerus dorsolateral plate. The x-ray also identified one (1) broken 4.0mm cancellous bone screw partially threaded, and malfunction of four (4) 2.7mm variable angle locking screws self-tapping. There was migration of both the va-lcp posterolateral distal humerus plate, and the 2.7mm/3.5mm va-lcp medial distal humerus plate. The 3.5mm/26mm locking screw self-tapping and 3.5mm/24mm cortex screw self-tapping were both cutout of the medial plate. It was noted that he variable angle elbow plates were not bent before the application of the plates, and the screws and were securely locked with a torque limiter. The first revision surgery was performed on an unknown date to remove the backed-out screws. A second revision procedure was performed to remove the entire dorsolateral plate and screws which included debridement of the wound. X-ray analysis was performed post-operatively which showed the va elbow medial plate was broken into two parts. Subsequently, a third revision surgery was performed to remove the broken va elbow medial plate. It is unknown if the procedures were completed successfully. Upon receipt of the devices and the x-ray, complaint was re-reviewed and additional parts were added. The cancellous screw was determined to have migrated, the screw is not broken. (B)(4) captures first revision surgery due to back out of screws. (B)(4) captures revision surgery due to broken plate. (B)(4) captures revision surgery for wound debridement. Concomitant medical devices: washer (part: 219.980, lot: unknown, quantity: 1). This report is for one (1) 2.7mm locking screw. This is report 6 of 10 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual investigation: the 2.7mm va locking screw self-tapping length 22 mm is intact, nothing is broken off or bent. The locking thread on the screw head is worn. Functional test a functional test cannot be conducted as the locking thread on the screw head is worn. Dimensional inspection: because of the existing use related wear/damage on the threads a dimensional inspection cannot be conducted. Document/specification review the cause of the complained malfunction is a post-manufacturing use related cause at the device, therefore no drawing/specification review is required. Conclusion: beside the use related wear on the locking head thread the screw is intact. We are not able to determine an exactly reason for the screw migration from the va-lcp dhp 2.7/3.5 plate. Referring to the x-ray pictures available, three locking screws were not safely locked in the plate and migrated post-operatively from the threaded locking bores of the distal head part of the va-lcp dhp 2.7/3.5 plate. The complaint therefore is confirmed. Because of the breakage of one of two used va-lcp dhp 2.7/3.5 plate the whole construct became overloaded and instable, what might played a certain role too. No manufacturing related issue was identified and/or confirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.